Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple days of what was thought to be ventricular tachycardia (vt) and ventricular fibrillation (vf) storms and had been shocked multiple times in those days. There were no available electrogram (egm) during those first episodes as there were too many. This patient did not want to go to the hospital. It was thought that the vt was not successfully terminated. The field representative and physician discussed anti-tachycardia pacing (atp) programming and recommended removing ramp from the anti-tachycardia pacing (atp) scheme as in some cases the ramp slightly accelerated the rhythm. The physician was questioning if the vt was supraventricular tachycardia (svt), as the morphology was difficult to determine from the sinus beats and the vt beats. Technical services (ts) reviewed and suggested a heart connect session to be established to sort this all out however, in conclusion this patient had vt and svt episodes. The episodes were ending and beginning again before all shocks were exhausted. Ts recommended adjusting the vf zone and performing a defibrillation threshold (dft) test. Boston scientific representative stated that it appeared in one episode the ramp scheme slightly accelerated the rhythm but was ultimately overall unclear. This crt-d remains in service. No adverse patient effects were reported.